Manufacturer narrative:
Philips service replaced the geo ipc and tube, reinstalled the software, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was intermittent bed movement and tube focus damage on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.